Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that in one of the infusion sets, the t-lock was not glued to the tubing and came apart. The patient's blood glucose level was at 300 mg/dl at the time of this event. The patient did not notice any damage when the package was first opened. No further information available.